Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of right ventricular (rv) sensed beats. Blanking was extended which did not cover it. Technical services (ts) discussed the automatic gain control algorithm and options for sensitivity optimization. Technical services (ts) noted since this is a relatively new implant, ensuring the ra lead is still in the correct position. This ra lead remains in service. No adverse patient effects were reported.